Event description:
It was reported that during a routine check, the cs100 intra-aortic balloon pump (iabp) doppler not working. There was no patient involved.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Checked the machine & found doppler is not working. Further checked the machine & found probe of the doppler is faulty & need to be replaced. The iabp machine is working fine. All functional tests passed. No the part has not been replaced yet. The device not repaired. As of now the investigation is closed, if any new information received in future related to part replacement will reopen the complaint and update it.

Event description:
N/a.

Manufacturer narrative:
Updated field: b4, d8, g1, g3, g6, h2, h11. Corrected field: h6(investigation conclusion) it was reported that during routine checkup the cs100 intra-aortic balloon pump (iabp) had doppler malfunction. There was no patient involvement and no patient harm reported. A getinge field service engineer (fse) was dispatched to the site to evaluate the unit. Checked the machine & found doppler is not working. Further checked the machine & found probe of the doppler is faulty & need to be replaced. The iabp machine is working fine. All functional tests passed. No the part has not been replaced yet. Customer not interested to purchase the doppler.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs100 intra-aortic balloon pump (iabp) doppler not working. There was no harm reported.

Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).